Manufacturer narrative:
Internal file number - (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported peeling of the guide wire. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the coating of a balance middleweight (bmw) universal ii guide wire was wearing off with the use of heparin saline gauze. Therefore, the device was replaced with an unspecified (bmw) universal ii guide wire to successfully complete the procedure. There was no patient involvement. No additional information was provided.